Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair that the nose on the customer's anchor broke off during insertion. The sales rep stated that the surgeon did not tap deep enough the tunnel to be too tight around the tip of the anchor causing the break. The sales rep said the surgeon did use the grey awl, but he tapped too shallow, not going all the way to the laser line. The surgeon was inexperienced with this anchor. The surgeon completed the procedure with a same type anchor with no patient consequences or delay. The sales rep said he had no other patient information only that the bone quality was hard. The customer already discarded the anchor.